Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6)2015 to report a hardware error message on (B)(6)2014. No medical intervention or injuries were reported. Dexcom technical support advised patient to reset the device and it was successful.